Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was a crack tube and sample leakage. The following information was provided by the initial reporter. The customer stated: "there was a crack on the bottom of the tube, which resulted in blood leakage."

Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.